Event description:
It was reported that during an unrelated emergency room visit, a chest x-ray revealed the lead dislodged. The dislodged lead tip resulted in ineffective biventricular pacing. The lead was capped and replaced on (B)(6) 2015. The patient was well post procedure.

Manufacturer narrative:
(B)(4).